Manufacturer narrative:
Correction: the following fields have been updated: d.10. Device available for evaluation?: yes d.10. Returned to manufacturer on: 2022-02-07 h.6. Investigation summary: customer returned (26) used 32gx4mm bd pen needles without tear drop labels or covers attached. The customer reported needle clog during priming, and no insulin flow. The returned samples were examined, and it was observed that 2 featured a broken npe cannula. 5 pen needles were tested for flow using a test pen injector, and all 5 were able to expel properly. The broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 26 samples were returned after use, the probable cause of the broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula broken) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The npe cannulas were broken by the user after handling the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported needle clog during priming stating that there is no insulin flow. Samples : available

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported needle clog during priming stating that there is no insulin flow. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1068594. Device expiration date : 03/31/2026. Device manufacture date : 03/09/2021. Lot # : 1132270. Device expiration date : 05/31/2026. Device manufacture date : 05/12/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1068594. Device expiration date : 03/31/2026. Device manufacture date : 03/09/2021. Lot # : 1132270. Device expiration date : 05/31/2026. Device manufacture date : 05/12/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to prime. The following information was provided by the initial reporter : the consumer reported needle clog during priming stating that there is no insulin flow. Date of event : unknown. Samples : available.